Event description:
It was reported that there appeared to be oversensing. The caller saw no noise in the office with isometrics. The plan is to monitor the patient as the patient does not use the device very much. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2013-(B)(6); 5076-45 implantable pacing lead 2013-(B)(6). (B)(4).